Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (unable to prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/06/2017 with the following findings: there were multiple loss of prime warnings observed in the pump's black box associated with a non-primed pump or a cartridge change. The rewind, load cartridge and prime steps were performed successfully with no alarms. A force calibration check passed. The pump was exercised for 24 hours with no alarms or a prime issue occurring. Unrelated to the initial complaint, the battery compartment was cracked.